Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Issue was resolved by changing out the pump supplies. Blood glucose level was 410 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.